Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) low out-of-range (oor) shocking lead impedance (sli) measurement of 0 ohms. All other lead measurements were stable; however noise was noted on presenting electrogram (egm) due to myopotentials. The field representative stated that oor reading was probably caused by electromagnetic interference (emi). Additional information received indicated that the patient was rechecked and there was no emi or noise found on the device or its recordings. Furthermore, the oor impedance measurement was not reproduced and the cause of which is unknown. This patient will be monitored continuously. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the crt-d was later explanted and replaced for reported normal battery depletion 4 years later.